Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when a magnet was placed, the implantable pulse generator (ipg) exhibited pacing at 40bpm. Normal pacing resumed when the magnet was removed. The ipg remains in use. No further patient complications have been reported as a result of this event.